Event description:
It was reported that, "to whom it may concern: I am writing in regard to the stryker rejuvenate hip system. I had this device implanted in my left hip on (B)(6) 2010 by dr. (B)(6) at (B)(6). I was advised that there was a recall on this device this summer. I am writing to register this info with you. Thank you, (B)(6) " update: it was reported that the pt had complained of recent pain in the last few months. The pt was revised for a rejuvenate hip stem to a secur-fit advanced. Pt had complained of some pain in the last 6 months and her stem came out after careful use of osteotomes and extractor. The matching appropriate head and ball were used to match up with adm cup. Pt had an elevated ion level and positive MRI. It was also reported as per doctor (B)(6) office, this pt is experiencing difficulties with their hip implant and has had blood tests.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.